Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarm motor error. Customer's blood glucose was 217 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report motor position encoder error alarm. Customer completed the rewind and reviewed the alarm and found 2 motors with in last 30 days. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates. The customer reported via phone call that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was unknown. The customer stated they received a compromised force sensor alarm. Customer wanted to disconnect the troubleshooting due to it leading to replacement of the pump. Customer declined weak battery troubleshooting.